Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using a non bsc sheath. The 100% stenosed target lesion is located in a severely tortuous and calcified unspecified vessel. After a non-bsc guidewire crossed the lesion, a 3.0mmx40mmx135cm sterling balloon was delivered and inflated. The balloon ruptured at 14 atmospheres (atms) on the first inflation. The balloon was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status was good.